Event description:
Male patient for liver tumor ablation. Ablation catheter was deployed and wand did not work. Another wand was tried and also failed. No injury to patient. Patient will return for procedure at later date. Procedure was aborted due to wand failure.